Event description:
Reporter wore patch on right lower back for about seven hours. It did provide warmth and relief to her back pain and she checked her skin multiple times during the 7 hrs that she wore it. During the last hour she noticed a rash around the adhesive area and removed the patch, at which time she noticed a severe burn underneath one of the squares on the patch. Her skin had been burned and was raw and oozing. That was 2 days ago and it is still infected. Reporter has used otc antibiotics cream and bandages to treat and did not seek medical intervention.